Manufacturer narrative:
(B)(4). Date sent: 9/15/2021. D4: batch # v94a0x. H6: component code: mechanical (g04). One photo of an mcm30 device was received for review. Based on the photo review, the event described (malformed staples) was not confirmed and no conclusion or root cause could be determined. Investigation summary: the analysis results found that the mcm30 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the hoop spring and the anti-backup lever were found to be out of position and the trigger post broken, thus jamming the firing mechanism. Ten clips were found inside clip track. No conclusion could be reached regarding what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the renal cell carcinoma surgery, after fired, noted the staples were malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.